Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02473. The pt has two scs system (cervical and thoracic). It was reported the pt was unable to communicate with the ipg on her left side and an x-ray verified the ipg had flipped. F/u identified the pt had flipped her ipg back over and it was functioning properly. Add'l f/u indicated the pt wants both of her systems removed. It was reported the pt had flipped the ipg several times and told the physician she wanted it out. No further info is available at this time. As the affected ipg is currently unk, both of the pt's ipgs are being reported.